Event description:
Ceftriaxone was spiked on already primed tubing and programmed to run on a new baxter pump at 200cc/h for 100cc volume, which should have emptied the bag to the drip chamber. When the pump beeped 'infusion complete' and indicated it had infused 100cc of volume, the bag still appeared to have about 30cc in it. In retrospect, I believe this also occurred the previous day with the same tubing and antibiotic (which I hung), but I thought that I had programmed the pump incorrectly and merely infused the remaining volume. I clamped the tubing and switched it over to an old baxter pump, where it infused the remaining volume of the antibiotic (25cc as indicated by the pump volume infused and empty bag). I then called a safety stop, gave the empty tubing and pump to the house supv, and informed (B)(6) (md) that there had been a pump malfunction, but that the pt had received the full dose of antibiotic. UDI - not recorded.